Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx ii, halo sling device was used during an obtryx ii placement procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient reported mesh exposure. The exposure was located vaginally, away from the suture line and was reported to be 4mm in length. The investigator assessed the event as mild in severity and related to the sling device but not related to the study procedure. On (B)(6) 2014, the subject was treated with premarin vaginal cream and flagyl 500mg. The event was currently not resolved. Additional information received on april 7, 2015. On ma(B)(6) 2015, the subject was admitted for removal of 40% of the sling and placement of a new sling. The procedure was completed without complications and the subject was discharged on (B)(6) 2015. The event has not yet resolved.

Event description:
It was reported to boston scientific corporation that a obtryx ii, halo sling device was used during an obtryx ii placement procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient reported mesh exposure. The exposure was located vaginally, away from the suture line and was reported to be 4mm in length. The investigator assessed the event as mild in severity and related to the sling device but not related to the study procedure. On (B)(6) 2014, the subject was treated with premarin vaginal cream and flagyl 500mg. The event was currently not resolved. Additional information received on june 5, 2015: the event of mesh exposure resolved on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that a obtryx ii, halo sling device was used during an obtryx ii placement procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient reported mesh exposure. The exposure was located vaginally, away from the suture line and was reported to be 4mm in length. The investigator assessed the event as mild in severity and related to the sling device but not related to the study procedure. On (B)(6) 2014, the subject was treated with premarin vaginal cream and flagyl 500mg. The event was currently not resolved.